Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the mid-section of the crimped stent were damaged and lifted upwards from the stent profile. The type of damage evident to the crimped stent is consistent with an undeployed stent experiencing resistance during advancement attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x24mm promus element drug eluting stent was selected for use to treat an unspecified target lesion. While advancing the device towards the lesion, the physician encountered some resistance. After the second attempt of advancing the device, the stent failed to cross the lesion. The device was removed and the physician noticed that the mid segment of the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 3.50x24mm promus element ¿ drug eluting stent was selected for use to treat an unspecified target lesion. While advancing the device towards the lesion, the physician encountered some resistance. After the second attempt of advancing the device, the stent failed to cross the lesion. The device was removed and the physician noticed that the mid segment of the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.